Event description:
Pt was wearing a daily wear lens successfully for 2 years and wanted to try disposable lenses (frequent replacement daily wear). The pt was refit into this lens type. Pt returned 3 weeks later for routine follow up and dr noted the following: corneal infiltrates o.s. Approx 2 mm, several perilimbal region at 3 & 9 o'clock and corneal ulcer o.s., <1mm in size, location between 10 & 11 o'clock approx 4 mm from the limbus. Dr stressed that this appeared superficial, just through the epithelium with no stromal involvement. Pt was asymptomatic; no foreign body sensation, no redness. Vision o.s. Normal with spectacles 20/20 was reduced to 20/25 at the time the condition was diagnosed. The condition was treated and the dr reports that the pt is doing excellent. The cornea is clear and vision returned to 20/20. There is a very faint nebula. At present, the pt is slowly decreasing the medication and then will wait one more week and then will resume lens wear. The dr did not feel the event was caused by the contact lens itself. The pt recently went on a camping trip where hygiene conditions were described as " deplorable". The dr felt this was the probable cause of the event.